Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On 10/29/2023, the patient passed out and was brought to the hospital by paramedics. Paramedics tested the patient's bg and it was 44 mg/dl while the cgm was 318 mg/dl. Paramedics treated the patient with sugar water. At the hospital, the patient was treated with IV therapy. The patient arrived at the hospital at 6:30pm and was in the ER until 11:00pm the same day. Additionally, while at the emergency room, the patient was diagnosed with irregular heartbeat and treated with metoprolol and eliquis. At the time of the report, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.